Event description:
This lead became dislodged and while attempting to reposition this lead, the physician was unable to retract the helix. The physician was able to remove the lead, but still could not get the helix to extend on the cable. The lead was replaced.